Manufacturer narrative:
The date of event is estimated. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 8 months. A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The device remains in use supporting the patient. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. Post implant, the patient was reportedly doing well until experiencing several episodes of previously unreported gastrointestinal (gi) bleeding on unspecified dates. In response, the patient received numerous unspecified blood transfusions. The lvad set speed was reduced slightly in an effort to mitigate the gi bleeding, however this decrease reportedly did not make a significant impact. The patient underwent numerous endoscopic procedures and experienced massive bleeding after excision of a polyp. The source of bleeding was reportedly localized to the small bowel, however, a double balloon enteroscopy was required to treat the area. The patient was discharged home on (B)(6) 2016 and remained off of aspirin and anticoagulation medications.